Event description:
Have been using the bausch and lomb contact solution with moisture loc for the past few months. Have noticed eye dryness, sensitivity to light, increased eye irritations and recently on 6/8/06 eye infection with crusted eye discharge that caused me to miss for 1 and ? Days. Didn't know about bausch and lomb pulling this product from shelves as I have continued using this solution up until I heard word of mouth reports to look into this and do research as foreign markets indicated people suffered from blindness from using this product. Why has there not been a recall? I think this is the cause of my recent eye problems, as I have been a contact wearer for 2 yrs and prior to using this brand, I've not noticed any problems when using alcon solution until I had switched brands.